Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that the patient may have come into contact with emi after the implant was switched off for radiotherapy for breast cancer. Afterwards when the implant was interrogated an error 400 power on reset (por) screen and an exclamation point was displayed, indicating that the device was switched off with a subsequent return of parkinson's symptoms. Therapy was then switched back on and impedances measured showing no problems and resolving the issue. No further complications are anticipated.